Event description:
Additional information received indicates that ipg was replaced due to upgrading technology for more therapy options. This report is no longer reportable.

Manufacturer narrative:
A case of ipg and lead revision was reported to abbott. The ipg was not providing the patient with relief for her multi focal pain. Lead was replaced due to migration. The procedure was completed successfully on (B)(6) 2023, and a new ipg and lead were placed. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system. Record is no longer reportable.

Event description:
Related manufacturer reference number: 3006705815-2023-06624. It was reported that surgical intervention was undertaken on (B)(6) 2023, where the patients ipg and one lead was replaced for an unknown reason.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.